Manufacturer narrative:
Concomitant medical products: product ID 3889, serial# unknown, implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for urge incontinence. It was reported that when the patient's son was changing his bandage the lead was accidentally removed from the ens. It was noted that the trial started on (B)(6) 2018. No symptoms were reported. No further complications were anticipated/reported.